Event description:
According to the information received, this value was explanted due to paravalvular leak. It was reported the valve was "rocking in the annulus". Additional information was requested; however, none has been received.